Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the compact plus meter, compared to a professional meter, within 10 minutes: 380 mg/dl (compact plus meter) and 120 mg/dl (doctor's meter). No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.